Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13sep2019. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. The service engineer (se) inspected the device. The se replaced the o2 sensor and the ventilator passed all testing.

Event description:
It was reported that the ventilator generated an occlusion: safety valve open alarm. No patient harm was reported.